Event description:
Customer reported that beginning on (B)(6) 2015 and continuing through (B)(6) 2015 she began to experience "sweating" and other unspecified symptoms, but when she attempted to test using her adc blood glucose meter it would not turn on with button press or with test strip insertion. Customer further reported she subsequently experienced both a loss of consciousness and a seizure. Customer's healthcare provider was contacted via the phone and reportedly advised that she be injected with an unspecified amount of novolog insulin. Customer's brother administered the insulin. No further information was provided by the customer because she was "weak" and refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The customer's meter has been returned and an investigation utilizing the returned meter and retained test strips has determined the complaint is not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed. All pertinent information available to abbott diabetes care has been submitted.